Manufacturer narrative:
Incorrectly selected 'malfunction' of follow-up #1. Correct selection is 'serious injury'.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported the test didn't start after sample is applied and as a result of being unable to test, she experienced tiredness, sleepiness, could not eat and "was not herself." The paramedics were called, treated with glucose via intravenous infusion and transported her to a health care facility where she was diagnosed with hypoglycemia and received additional (unspecified) treatment and food. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint is not confirmed. Control solution testing was performed. All results were within range specification and no new issues were observed.